Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the monitor was not returned for evaluation. Visual evidence provided by the site revealed that the monitor display was cracked. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a monitor at the site had a broken display and might have been dropped. The monitor was exchanged. There was no patient involvement.